Event description:
40 yr old female underwent bilateral mastectomy followed by reconstruction with silicone gel implants in 1983. Since then has had problems with contractures and required replacements of the implants in 1984 and 1986. As difficulties continue, choses to have them replaced again. Gross exam: the right implant shows no evidence of rupture; the left implant is grossly disrupted and exudes gelatinuous material. The specifics are not known to this reporting facility as the procedure was not performed here.